Event description:
The patient (B)(6) received a peripheral (off-label) lead. It was reported the patient experienced redness at the lead site, and the lead appeared to be eroding, although it had not yet broken through the skin. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's lead was superficial. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the lead. The lead remains implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.